Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial septal defect appears to be related to procedural conditions, as the steerable guiding catheter must be advanced through the septum in order to access the right atrium and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was removed, an atrial septal defect (asd) was observed which was treated with a septal occluder. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There were no issues noted during the procedure. Two clips were implanted, reducing the mr to 1+. After the steerable guiding catheter (sgc) was removed and the patient was being weaned off of the ventilator, the oxygen saturation started to drop and a right to left shunt was observed through the atrial septal defect (asd). A 20 mm septal occluder was used to close the asd and the ventilator was removed without issue. After the asd was closed, the patient was confirmed to be stable. It is the physician opinion that the issue was not due to the mitraclip device, but that the blood was flowing both ways through the septal puncture. No additional information was provided.